Event description:
The technician reported that during a between pt inspection that the brakes were not holding when applied. The bed was located in the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the cause was worn brake pad due to normal wear and tear. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.